Manufacturer narrative:
(B)(4). The defective rt132 infant continuous breathing circuit is en route to fisher & paykel healthcare in (B)(4) to determine what had caused or contributed to the reported event. We will provide a follow-up report once we have completed our investigation.

Event description:
A healthcare facility in (B)(4) reported to a fisher & paykel healthcare (fph) field representative that the dryline tube of an rt132 infant continuous breathing circuit had split apart after two hours of use. It was further reported that the subject breathing circuit was connected to an mr290 humidification chamber and a sipap ventilator. Leak test was not performed on the subject breathing circuit and no cracks were noticed at the time of set-up. The healthcare facility also confirmed that they did not use any cleaning agents on the affected breathing circuit. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: only the dryline of the complaint rt132 infant continuous flow breathing circuit was returned to fph in (B)(4), and was visually inspected. Results: visual inspection revealed that the chamber end connector of the returned dryline was broken. Half of the connector was also missing. Conclusion: we were unable to determine what may have caused the damage noted on the returned dryline. However, it is known that excessive force is needed to break a dryline connector. All rt132 infant continuous flow breathing circuits, including the drylines, are visually inspected and pressure tested for leaks prior to distribution. Those that fail are discarded. The subject rt132 infant breathing circuit would have met the required specifications at the time of production. The user instructions that accompany the rt132 infant continuous flow breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system, and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the dryline tube of an rt132 infant continuous flow breathing circuit had split apart after two hours of use. It was further reported that the subject breathing circuit was connected to an mr290 humidification chamber and a sipap ventilator. Leak test was not performed on the subject breathing circuit and no cracks were noticed at the time of set-up. The healthcare facility also confirmed that they did not use any cleaning agents on the affected breathing circuit. No patient consequence was reported.